Event description:
It was reported that noise sensing and inappropriate therapy delivery occurred. The lead was capped and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).